Event description:
Md was unable to lock the mitraclip when attempting to place the clip. The clip was removed, another clip was placed and there was no harm to the patient. This product is currently part of a device correction in onerecall. Manufacturer response for clip, mitraclip g4 clip delivery system xtw (per site reporter). Handled by site.